Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 1020279-2020-08050. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that, during set up or inspection just before a tka it was noticed that the legion narrow ps oxin sz 5n lt had a red wax-like substance on the device. The procedure was completed with minimal delay using a smith-nephew back-up device. No patient injury or other complications were reported.